Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for routine follow up. An attempt was made to upgrade the implantable cardioverter defibrillator device firmware, during which the patient experienced diaphragmatic stimulation and the device went into backup vvi mode. The device was restored to normal functioning by reprogramming, and the patient was in stable condition.